Event description:
Customer called regarding the meter allegedly having a damaged display. They noticed the issue about a year ago. They stated that they replaced batteries and meter was okay again. Now some of the letters are faded and not able to read. They did not report any symptoms. There was no evidence of an adverse event, based on the info provided. The customer contacted medical professional for advice. They did report a treatment but did not specify. The customer service rep tried troubleshooting and the meter gave the same issue. The meter was replaced due to an unresolved issue.